Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had no cutting, which affected the surgical efficiency. The procedure was completed on same day by replacing product with an increased surgical time. There was no information about any impact to the patient.